Event description:
The pt contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. The pt reported that the atomizer failed to produce an aerosol mist to alleviate his asthma symptoms after cleaning the device according to the company's cleaning instructions. The pt added that he required medical treatment at the hospital for his asthma exacerbation. The pt is a (B)(6) male with a past medical history that is significant for asthma. He does not report any allergies to medications and adds that he is a nonsmoker.